Event description:
Customer reported a button error alarm. The blood glucose reading was 110 mg/dl. He stated that he was camping and that it was kept in a dry bag. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, a scratched case, scratched reservoir tube window and a cracked reservoir tube lip.